Event description:
It was reported that the right ventricular lead was oversensing t waves. Adjusting the sensing sensitivity was discussed however it was not recommended for this patient due to the possibility of 'r wave on t wave phenomenon.' The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).